Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same event as MFR.# 9610726-2011-00097, 9610726-2011-00099.

Event description:
The customer claims to have problems with the heads of the hammer.